Manufacturer narrative:
Details of complaint: the customer reported that this central nurses station (cns) spontaneously rebooted, and the system was only offline when it was rebooting. This was a new installation and working properly after boot up. They would like the event logs to be reviewed by nihon kohden to verify that were no errors with the cns. There were no reports of patient harm or injury during the reboot. The customer stated there were no signs of physical damage. Investigation summary: the cns, located in the same network as the telemetry server / enterprise gateway had been running with cns-6801a software (version 02-22), which may have caused the reported phenomenon of spontaneously rebooting. It is supposed that the reported phenomenon might have happened due to this software version. An irc was conducted to investigate this software version issue, and it was discovered that the problem had been resolved in the newer version, (02-23). Customers were recommended to upgrade to the latest software version to prevent the cns from rebooting. No further corrective action is required. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 04/07/2023 emailed the customer for all items under the no information section and the concomitant medical device. No reply was received. Attempt #2 04/10/2023 emailed the customer for all items under the no information section and the concomitant medical device. No reply was received attempt #3 04/18/2023 emailed the customer for all items under the no information section and the concomitant medical device. No reply was received additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that this central nurses station (cns) spontaneously rebooted, and the system was only offline when it was rebooting. No patient harm was reported.

Manufacturer narrative:
The customer reported, that this central nurses station (cns) spontaneously rebooted, and the system was only offline when it was rebooting. This was a new installation and working properly after boot up. They would like the event logs to be reviewed by nihon kohden to verify that were no errors with the cns. There were no reports of patient harm or injury during the reboot. The customer stated, there were no signs of physical damage. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr, section 803.56 when additional information becomes available.

Event description:
The customer reported, that this central nurses station (cns) spontaneously rebooted, and the system was only offline when it was rebooting. No patient harm was reported.